Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during a revision for unknown reason that the polyethylene liner did not fit correctly with the tibia causing a delay in surgery of forty-five (45) minutes. No additional patient consequence was reported. There is no additional information at this time.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned articular surface exhibits damage to the distal surface. Measured dimensions (product width, height) were conforming to print specifications. Gouges were noted on the outer edges. The dove tail feature was noted to be both compressed and flared out. The device history records were reviewed and no discrepancies were identified. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before placing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the nexgen lps-flex fixed bearing surgical technique and the surgical tip: articular surface inserter ¿proper technique & use¿ guidance document. The dovetail compression indicates that the root cause is due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.